Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray to silver - colored coiled metal wire in right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy periods/menorrhagia'), palpitations ('heart palpitations') and neutropenia ('neutropenia') in a 32-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2014, gallbladder removal in 2014, bariatric surgery in 2012, infection bladder on (B)(6) 2014, urinary tract infection on (B)(6) 2014, weight gain in 2012 and nausea in june 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) of 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("multiple bladder and urinary tract infections/bladder infection"), urinary tract infection ("multiple bladder and urinary tract infections/uti"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue / I exhausted on a whole new level"), alopecia ("hair loss / hair started thining about 3 months ago") and abdominal pain ("abdominal pain"). In (B)(6) of 2015, the patient experienced inflammation ("inflammation"). In (B)(6) of 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2017, the patient experienced neutropenia (seriousness criterion hospitalization). In (B)(6) of 2018, the patient experienced palpitations (seriousness criterion hospitalization) and skin exfoliation ("my skin will peel on my fingers and arms"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: pain"), pain ("allergic or hypersensitivity reaction type: pain"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy") and insomnia ("my insomnia has gotten worse") and was found to have heart rate irregular ("irregular heart beat") and white blood cell count decreased ("un-explained drop in my white blood count"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. In 2018, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the vaginal haemorrhage, palpitations, neutropenia, inflammation, cystitis, urinary tract infection, skin exfoliation, vaginal discharge, hypersensitivity, pain, dermatitis allergic, heart rate irregular, allergy to metals, white blood cell count decreased and insomnia outcome was unknown and the migraine, nausea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, heart rate irregular, hypersensitivity, inflammation, insomnia, menorrhagia, migraine, nausea, neutropenia, pain, palpitations, pelvic pain, skin exfoliation, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count decreased to be related to essure. The reporter commented: the patient had white cell booster injections administered as neutropenia and heart palpitations treatment. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), menorrhagia, weight gain, fatigue, hair loss, nausea, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: ovaries are not visualized bilaterally. Presumed essure devices are seen bilaterally. Minimal pelvic free fluid is seen, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia, inflammation, palpitations. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : events- "irregular heart beat, nickel allergy, un-explained drop in my white blood count, my insomnia has gotten worse", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray to silver - colored coiled metal wire in right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy periods/menorrhagia'), palpitations ('heart palpitations') and neutropenia ('neutropenia') in a 32-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2014, gallbladder removal in 2014, bariatric surgery in 2012, infection bladder on (B)(6) 2014, urinary tract infection on (B)(6) 2014, weight gain in 2012 and nausea in (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("multiple bladder and urinary tract infections/bladder infection"), urinary tract infection ("multiple bladder and urinary tract infections/uti"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue / I exhausted on a whole new level"), alopecia ("hair loss / hair started thinning about 3 months ago") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced inflammation ("inflammation"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced neutropenia (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced palpitations (seriousness criterion hospitalization) and skin exfoliation ("my skin will peel on my fingers and arms"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: pain"), pain ("allergic or hypersensitivity reaction type: pain"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy") and insomnia ("my insomnia has gotten worse") and was found to have heart rate irregular ("irregular heart beat") and white blood cell count decreased ("un-explained drop in my white blood count"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. In 2018, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the vaginal haemorrhage, palpitations, neutropenia, inflammation, cystitis, urinary tract infection, skin exfoliation, vaginal discharge, hypersensitivity, pain, dermatitis allergic, heart rate irregular, allergy to metals, white blood cell count decreased and insomnia outcome was unknown and the migraine, nausea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, heart rate irregular, hypersensitivity, inflammation, insomnia, menorrhagia, migraine, nausea, neutropenia, pain, palpitations, pelvic pain, skin exfoliation, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count decreased to be related to essure. The reporter commented: the patient had white cell booster injections administered as neutropenia and heart palpitations treatment. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), menorrhagia, weight gain, fatigue, hair loss, nausea, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: ovaries are not visualized bilaterally. Presumed essure devices are seen bilaterally. Minimal pelvic free fluid is seen, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia, inflammation, palpitations. Batch no:c35242 production date:2014-03-06 expiration date:2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray to silver - colored coiled metal wire in right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy periods/menorrhagia'), palpitations ('heart palpitations') and neutropenia ('neutropenia') in a 32-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2014, gallbladder removal in 2014, bariatric surgery in 2012, infection bladder on (B)(6) 2014, urinary tract infection on (B)(6) 2014, weight gain in 2012 and nausea in (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("multiple bladder and urinary tract infections/bladder infection"), urinary tract infection ("multiple bladder and urinary tract infections/uti"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced inflammation ("inflammation"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced neutropenia (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced palpitations (seriousness criterion hospitalization) and skin exfoliation ("my skin will peel on my fingers and arms"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: pain"), pain ("allergic or hypersensitivity reaction type: pain"), pelvic pain ("pelvic pain") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. In 2018, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the vaginal haemorrhage, palpitations, neutropenia, inflammation, cystitis, urinary tract infection, skin exfoliation, vaginal discharge, hypersensitivity, pain and dermatitis allergic outcome was unknown and the migraine, nausea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, hypersensitivity, inflammation, menorrhagia, migraine, nausea, neutropenia, pain, palpitations, pelvic pain, skin exfoliation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient had white cell booster injections administered as neutropenia and heart palpitations treatment.patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), menorrhagia, weight gain, fatigue, hair loss, nausea, migraine. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 48.8 kg/sqm.hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.imaging procedure - on (B)(6) 2015: bilateral occlusion.ultrasound scan vagina - on (B)(6) 2015: ovaries are not visualized bilaterally. Presumed essure devices are seen bilaterally. Minimal pelvic free fluid is seen, likely physiologic.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia, inflammation, palpitations. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 22-nov-2019: ppf received: new events were added: pelvic pain, rash/skin condition. Event outcome were updated. Lab data were added.we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray to silver - colored coiled metal wire in right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy periods'), palpitations ('heart palpitations') and neutropenia ('neutropenia') in a 32-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2014, gallbladder removal in 2014, bariatric surgery in 2012, infection bladder on (B)(6) 2014, urinary tract infection on (B)(6) 2014, weight gain in 2012 and nausea in (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("multiple bladder and urinary tract infections"), urinary tract infection ("multiple bladder and urinary tract infections"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced inflammation ("inflammation"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced neutropenia (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced palpitations (seriousness criterion hospitalization) and skin exfoliation ("my skin will peel on my fingers and arms"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: pain") and pain ("allergic or hypersensitivity reaction type: pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. In 2018, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the vaginal haemorrhage, palpitations, neutropenia, inflammation, cystitis, urinary tract infection, skin exfoliation, migraine, nausea, vaginal discharge, fatigue, alopecia, hypersensitivity and pain outcome was unknown, the dyspareunia had resolved and the weight increased and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, hypersensitivity, inflammation, menorrhagia, migraine, nausea, neutropenia, pain, palpitations, skin exfoliation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient had white cell booster injections administered as neutropenia and heart palpitations treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: ovaries are not visualized bilaterally. Presumed essure devices are seen bilaterally. Minimal pelvic free fluid is seen, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia, inflammation, palpitations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray to silver - colored coiled metal wire in right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy periods'), palpitations ('heart palpitations') and neutropenia ('neutropenia') in a (B)(6) female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2014, gallbladder removal in 2014, bariatric surgery in 2012, infection bladder on (B)(6) 2014, urinary tract infection on (B)(6) 2014, weight gain in 2012 and nausea in (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("multiple bladder and urinary tract infections"), urinary tract infection ("multiple bladder and urinary tract infections"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced inflammation ("inflammation"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced neutropenia (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced palpitations (seriousness criterion hospitalization) and skin exfoliation ("my skin will peel on my fingers and arms"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: pain") and pain ("allergic or hypersensitivity reaction type: pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. In 2018, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the vaginal haemorrhage, palpitations, neutropenia, inflammation, cystitis, urinary tract infection, skin exfoliation, migraine, nausea, vaginal discharge, fatigue, alopecia, hypersensitivity and pain outcome was unknown, the dyspareunia had resolved and the weight increased and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, hypersensitivity, inflammation, menorrhagia, migraine, nausea, neutropenia, pain, palpitations, skin exfoliation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient had white cell booster injections administered as neutropenia and heart palpitations treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: ovaries are not visualized bilaterally. Presumed essure devices are seen bilaterally. Minimal pelvic free fluid is seen, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia, inflammation, palpitations. Most recent follow-up information incorporated above includes: on 8-aug-2019: reporters, date of birth, essure removal date, batch number (c35242), medical history, lab data, events (abnormal bleeding (vaginal, menorrhagia), inflammation nos,multiple bladder and urinary tract infections, my skin will peel on my fingers and arms, migraines /headaches, neutropenia, heart palpitations, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain and embedded gray to silver - colored coiled metal wire in right fallopian tube) added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.